Manufacturer narrative:
D6: explant date unknown. The investigation of low pump flow, saturated flow, and introducer damage ¿ mechanical has been completed. The pump was returned and inspected. There was dried blood on and around impeller, blocking purge gap, which cleared upon soaking revealing biomaterial. There were no other visual abnormalities. During reproduction attempt, there were motor current high pump stops before the pump was eventually able to run. The pump was run in the lab after soaking and there were saturated flows for a while flowing at 4.3l/min until likely some biomaterial was ejected and flows were at just around 4.0l/min. Low pump flows did not reproduce. The pump was torn down to check for biomaterial and no biomaterial was observed in the motor, confirming biomaterial was contained to the impeller. No damage or scratches to the magnet was observed. The failure mode thrombus was added based on the findings during the investigation. The root cause of the introducer damage - mechanical was not determined as no product or images were returned for evaluation and limited information related to failure was provided. The root cause of the low pump flow was most likely biomaterial as evidenced by biomaterial on returned product and no low pump flow occurrence during lab run. The root cause of the saturated flow was determined to be biomaterial as evidenced by the biomaterial on the returned product and the confirmation from the tear down that there were no damage or scratches to the magnet as the necessary information was not provided, the root cause of the thrombus was not determined instructions for use (thrombus): impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Based on the investigation findings of thrombus, the following fields were updated from the initial manufacturer device report number 1220648-2025-27860. B1 revised to reflect both adverse event and product problem. B2 updated. H1 revised to serious injury. H6 health effect - clinical code 4582 was revised to embolus 4438. H10 instructions for use added.

Event description:
The complainant had an impella cp pump placed to support a patient admitted in with acute myocardial infarction/cardiogenic shock. It was reported that upon pump insertion, suction alarms persistent even after repositioning and turning down to p2. Low purge flow was also noted. The pump was removed, inspected and attempted to reinsert after no obvious issues were noted. Waveforms were not appropriate after restarting. A kink in the peel away sheath made it difficult for the medical doctor to advance the short 14 french peel away from the sheath. They elected to replace the pump and the patient was noted to be in stable condition.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.